Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was 2.5cm in size and located in the left upper lobe very close to the pleura. An unspecified gauge biopsy needle and cryoprobe were used during the procedure. The procedure was completed as planned without issues. The patient experienced shortness of breath and a chest x-ray revealed a moderate sized pneumothorax; the initial size of the pneumothorax did not increase over time. A 14 french chest tube was placed to resolve the pneumothorax and the patient was placed on oxygen therapy. The physician was not sure what caused the pneumothorax, but believed a pneumothorax could have potentially occurred via another biopsy modality. The patient was hospitalized for a total of 3 days. The diagnosis from the biopsy was unknown.

Manufacturer narrative:
The cause of the patient complication cannot be determined. There is no allegation that a malfunction of an ion device occurred. A system log review cannot be performed because the system logs are not available. .